Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that there is a thin flaps and big white spots happening in many cases with this system. There are multiple related reports for this reported event. This report addresses patient m.a.m, left eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The initialization checks were performed successfully without issues and the energy was stable during the whole day. The logfile shows twenty-seven successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The treatment report shows a decentered suction ring and a possibly decentered flap, as well as liquid build-up under the patient interface, which can lead to higher variability in the resulting flap thickness. The treatment report also shows whitish cloudy formation in the flap, possible representing an opaque bubble layer and probable uncut areas. Based on these visual cues, the surgeon should stop the procedure as they indicate issues with the flap cutting such as the canal not venting properly or there not being a valid suction. After the abortion of a treatment, the surgeon is instructed to allow for recovery via the procedure manual. This incident is caused by an inappropriate insertion of the applanation cone (i.e., user handling), to which the weaker shaft stiffness of the cone is a contributing factor (i.e., design related). The manufacturer internal reference number is: (B)(4).